Manufacturer narrative:
Event was reported by the patient directly to coopervision. No additional information is available at this time. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient was fit with proclear toric (omafilcon a) contact lenses. Patient stated lenses felt very dry and painful. Patient thought they had dry eyes or had been over-wearing the contacts. Patient has recently experienced frequent pain and discomfort. The patients eyes get red very quickly after putting contact lenses in and then would then clear up after a day or two of not wearing contact lenses. Patient also commented that left eye has been having frequent muscle spasms.